Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of vascular compression, vascular necrosis, pain, livedo and skin discoloration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported event of necrosis, pain, skin discoloration and vascular system (circulation), impaired: "contra-indications ¿ do not inject into the blood vessels (intravascular). Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): ¿ inflammatory reactions (redness, oedema, erythema, ...) Which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. ¿ staining or discolouration of the injection site. ¿ cases of necroses, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported injecting a patient on (B)(6) 2017 with juvéderm® volift¿ with lidocaine in the lips (inferior labial). The patient developed "livedo in the lower lip going to marionette zone¿ and pain. The discoloration included a bluish color in the inferior labial. The patient had a "vascular - arterial complication" at the inferior labial left. The patient saw the healthcare professional the next day and was treated with hyaluronidase, nitropaste, massage, aspirin, valtrex and hot compress. Patient was also given peroxide and a water compress for "necrotic care" on the lip and had treatment in a hyperbaric chamber. The patient's "vascular necrosis" completely resolved in 11 days. The patient's "skin and mucoses are healthy no residual effect." The healthcare professional had noted that the "placement of the product" and the "cumulative effect of product" had a role and contributed to the vascular compression. Patient was previously injected with juvéderm® volbella¿ with lidocaine on (B)(6) 2016, on (B)(6) 2016, and on (B)(6) 2016 and with juvéderm® volift¿ with lidocaine on (B)(6) 2016. This is the same event and the same patient reported under MDR ID # 3005113652-2017-00392 (allergan complaint pr# 1416290), MDR ID #3005113652-2017-00381 (allergan complaint pr# 11437867), MDR ID # 3005113652-2017-00383 (allergan complaint pr# 1437876) and MDR ID # 3005113652-2017-00384 (allergan complaint pr# 1437881). This MDR is being submitted for juvéderm® volbella¿ with lidocaine injected on (B)(6) 2016.